Event description:
Additional information was received that the surgeon noted there were no symptoms of infection prior to opening the pocket. No further information was available.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, lot# unknown, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as other chronic/intractable pain (trunk/limbs) and spinal pain. It was reported from the patient in pre-op that the pump was too deep after the last replacement; the pump had flipped and had required the provider to fill under fluoroscopy. The healthcare provider (hcp) intended to do a pocket revision but discovered the pocket appeared to be infected so the hcp elected to remove the pump and catheter. The entire system was explanted. The issue was resolved at the time of this report. The patient status at the time of this report was "alive - no injury." Follow-up was being conducted to obtain drug information, the cause of the pump being too deep and flipped and diagnostics/troubleshooting performed. If additional information is received, a follow-up report will be sent.